Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq0250 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recq0250) have been reported from the same facility in (B)(4).

Event description:
It was reported that the catheter has a leak in the two trays. No other information was provided. This report addresses the second device.